Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-01152, -01154. This report will be updated when the investigation is complete.

Event description:
Allegedly when patient was revised surgeon noticed neck was black, possibly from debris.